Event description:
It was reported that the patients ipg would no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.

Manufacturer narrative:
Sc-1132, sn: (B)(6), the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Therefore, the probable cause was determined to be no problem was detected.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.